Event description:
Ureterovesicostomy - "the patient was (B)(6) old. Weight: (B)(6) kg. Height: (B)(6). Sex: (B)(6). The fluctuation of blood pressure: pre usage - 80/30, post 40/a4. Incision size: 3 cm (lower umbilicus), general anesthesia was conducted dr (B)(6) of (B)(6) children's medical center reported that the blood pressure reduction occurred by using alexis. After taking off the alexis, the blood pressure rose quickly. No ssi occurred after the surgery. No symptoms other than the blood pressure reduction."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to MFR. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56 if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.